Manufacturer narrative:
Visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken crease sharp, stress marks, nicks and wear abrasion. Based on the device analysis, the final assessment is a crease sharp edge broken in the side posterior assessed as fold flaw opening and nicks others assessed as non-penetrating nick.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade unknown. Device remains implanted.